Manufacturer narrative:
(B)(4). The tap was returned for evaluation. Visually confirmed instrument broken at ~70mm mark. Microscopic examination of fracture surface revealed fairly brittle fracture with no indication of fatigue or torsion. Initial crack propagation located at an area of material transition, which could act as a stress riser. River lines suggest direction of fracture. The location and nature of fracture surface suggest failure due to bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l5-s1. It was reported that the tap broke during use. The broken piece was retrieved from the patient. No patient complications were reported.